Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from the connection to the ¿white and red clamp bags¿ was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak out of the connection of the cassette on the white and red clamp bags that led to this alarm. Renal therapy services (rts) explained the alarm and assisted the home patient (hp) in disconnecting the cassette and in ending the therapy session. Rts previewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.